Manufacturer narrative:
(B) (4).

Event description:
Approximately a month ago, the pt began having acute pain when he pushed near his ribcage around pump; or was in a "certain" position; or was pulling something. The pain felt like a cramp, he was bent over, and it almost made him go into tears. The pain was there all the time, but intensified when he was in the certain positions or pushing on it. The pt had no falls or trauma associated with the event: it was noted that the pt had a couple of falls but they were not recent. Additional information has been requested, a follow-up report will be sent if additional information becomes available.